Event description:
A report was received that the patients ipg was not working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received the patient underwent an explant procedure. No further information could be obtained.

Event description:
A report was received that the patients ipg was not working. The patient will undergo an explant procedure.